Event description:
The customer reported a missed anti-jk(a) while testing on tango optimo. Two aliquots of the patient sample that had caused the allegedly false negative reaction were sent to us for quality control and the supposedly defective product was returned, too. Our quality control laboratory retested the patient sample with the complaint sample on tango optimo. Both aliquots reacted negatively. The two aliquots were also tested in the 3-phase tube technique and reacted negatively. Furthermore they were tested in the diamed gelsystem and reacted negatively. Both aliquots were also tested in the enzyme technique and yielded a weak positive reaction . Both aliquots were also tested in tube technique with the enhancement medium polyethylen-glycol (peg) and yielded a weak positive reaction. Our testings confirm the weakness of the missed antibody anti-jk(a). For the detection of weak antibodies there is a hint in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." The supposedly defective product was tested with different weak reacting controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. Our testing confirmed a very weak reacting antibody that only displayed a positive reaction when tested in the enzyme technique in tube and in the tube technique with the enhancement medium polyethylen-glycol (peg). A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service of the affected tango optimo gave no indication for an instrument malfunction that might have contributed to the incident.

Manufacturer narrative:
This is our combined initial and final report on this incident.